Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving dilaudid 8 mg for a total dose of 2.4381 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that a motor stall on (B)(6) 2018 at 1:57pm was noted on telemetry with recovery the same day at 2:31pm. It was indicated the event was possibly related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2018. The patient's weight was not measured.